Event description:
It was reported to boston scientific corporation that a solyx sling was used during a pelvic floor repair procedure performed on (B)(6) 2014 which included a sacrospinous ligament fixation, anterior and posterior prolapse repair, and placement of the midurethral sling (solyx). The procedure was completed with no patient complications. According to the complainant, the patient experienced persistent urinary retention following the procedure. Initially, the urinary retention was felt to be due to fecal impaction and narcotic use. The patient was disimpacted on (B)(6) 2014. Her bowel movements normalized since but her urinary retention persisted, requiring self intermittent catheterization. Therefore, on (B)(6) 2014, the patient underwent a procedure for revision of the vaginal midurethral sling (solyx) to correct the problem. During the procedure, the physician observed that the midurethral sling seemed to have migrated proximally closer to the bladder neck, likely contributing to obstruction. The solyx was incised at midline, and a 4-mm gap was observed upon incision of the sling. The procedure was completed without complications and it was reported that the patient tolerated the procedure well. The patient was sent to the recovery room and then sent home.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and upn; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.